Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings:visual inspection revealed that the keypad cover was torn. The pump powered on to a blank display; the display was found to be cracked. The damaged display was replaced with a test display, and the test display functioned normally. Additionally, the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was blank and the battery compartment was damaged. This report is made based on results of investigation completed on 09/02/2015.